Event description:
It was reported that the patient attempted to present via remote transmission. The implantable cardioverter defibrillator was not transmitting. A malfunction on the device was suspected, but not confirmed. The patient was stable throughout the event.